Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Device was far field r wave oversensing on the atrial channel. Programming changes were made. Device remains implanted.